Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant products: guide wire: boston scientific .014 choice es 300cm inflation: merit medical guide catheter: terumo glidewire .035 angled reg 180cm; terumo progreat microcatheter sheath: cook 5fr ansel 1. Other: 5fr sos angiographic catheter. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a dissection causing a pseudoaneurysm of the left celiac artery. A 4.0x16mm rx graftmaster covered stent system was advanced via the right femoral artery to treat the pseudoaneurysm then, but was unable to cross the lesion. The graftmaster was withdrawn and pre-dilatation was performed using a non-abbott 3.0x15 balloon. The rx graftmaster was re-advanced without difficulty and deployed at 6 atmospheres held for 60 seconds, completely excluding the pseudoaneurysm. The patient was given 200 mcg nitroglycerin for vasospasm that occurred distal to the stent post-deployment; patient blood pressure spiked during vasospasm then resolved after nitroglycerin treatment. While difficulty crossing caused a delay, it did not result in any significant impact to the patient. Use of the graftmaster reportedly did not cause or contribute to complications or adverse events. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch report, the following additional relevant information was received: the reported pseudoaneurysm of the left celiac artery was a saccular aneurysm arising from the distal celiac artery just before the bifurcation and narrowing of the proximal splenic artery was observed pre-procedure. Prior to deployment of the 4.0x16mm rx graftmaster covered stent, pre-dilatation was performed using an unspecified 3.0x15mm balloon. The graftmaster was then deployed showing good coverage, as reported. The reported vasospasm occurred specifically in the splenic artery. The patient reportedly tolerated the procedure well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of hypertension and vasoconstriction as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Additionally, it should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. In addition, it should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The investigation determined the reported physical resistance and subsequent treatment appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.